Event description:
It was reported that an auto-off alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from Tandem Technical Support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 15 Pro Max / Unknown / IOS_26.